Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 589 mg/dl. Customer was treated with the manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump was under delivering. It was reported that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.